Manufacturer narrative:
Updated fields - b4, b5, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - d4 (unique identifier (UDI) number), h8. A getinge field service engineer (fse) have checked and found that pressure cable assembly pins were slightly bent. Fse have made them straight. Now the problem rectified. Unit is working satisfactorily. Unit is handed over to the customer in good working condition.

Event description:
It was reported by the end user during routine check that, the cs100 intra-aortic balloon pump (iabp) no pressure waveform issue. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) no pressure waveform issue. There was no patient involvement.